Manufacturer narrative:
(B)(4). Date sent: 3/4/2025, d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip is not performing correctly. There were no patient consequence reported. Device is available for return.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. The instrument was fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: select the appropriate size ligaclip extra ligating clip cartridge and corresponding clip applier. With the cartridge slots facing away from the base, insert the cartridge into one of the channel openings of the lc800 stainless steel cartridge base. Ensure that the cartridge is past the channel opening and securely held in place. Grasp the applier in the box lock area using the pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Keeping the applier jaws perpendicular to the surface of the cartridge, retract the applier from the cartridge. The clip will be securely held in the applier jaws. It is not necessary to maintain ring tension to hold the clip in the applier jaws. Position the clip around the tubular structure to be ligated. Apply sufficient force to fully close the applier to assure that the clip is satisfactorily placed and secured. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.